Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of a high blood glucose level of 595 mg/dl. The customer disconnected from the insulin pump. The most current blood glucose level reported was 300 mg/dl. In the alarm history several no delivery alarms were found. The customer was advised to monitor the insulin pump. The product was not returned. Nothing further to report.